Manufacturer narrative:
The patient underwent a full system explant and replacement due to impedance issues, increasing charging burden, and inability to create perception using rp3. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on one lead. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5094491.